Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent. It could not be confirmed that the customer received the sensor in this condition as the sensor was returned opened and used.

Event description:
It was reported the customer's transmitter did not blink when connected to their sensor. Customer also reported their sensor would detach from the inserter. It was found the customer's sensor was bent upon removal. Customer's blood glucose was 400 mg/dl. The customer had treated for their blood glucose. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.